Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. The customer's blood glucose level was 331 mg/dl. A system check was performed by tandem technical support and it determined that the pump was functioning as intended. Customer continued to use the pump for insulin therapy.